Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl and an insulin injection was used to address the high bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the cartridge. Reportedly, the customer had been using novolog insulin in the cartridge for more than 3 days.